Event description:
Customer reported that the screen on their pump was broken, unresponsive, and unreadable. Customer's blood glucose level was noted at 130 mg/dl. The customer reverted to an alternate form of insulin therapy.